Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side ¿problems with an allergan device, rupture and seroma, as well as physical and emotional damage". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: weight to spec and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Patient reported left side ¿problems with an allergan device, rupture and seroma, as well as physical and emotional damage". MRI and ultrasound performed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported ¿problems with an allergan device, rupture and seroma, as well as physical and emotional damage". This record relates left side. Device remains implanted.